Event description:
After implantation of a 23mm sapien xt valve, the patient's blood pressure rapidly dropped; an echo revealed a rupture that caused a posterior effusion, which quickly increased in size. As reported, there was a severe focal burden of calcium on the non coronary cusp extending into the annulus and into the outflow tract. It was decided to put the patient on by-pass pump and perform a surgical aortic valve replacement (savr). The patient was reported as stable. Per report, the rupture appeared to be a result of the thv displacing the focal calcium and ultimately transecting the aortic annulus. The final thv positioning appeared to be 50:50 by echo and angiography. The native valve annulus diameter measured 19.4mmx24.3mm with an area of 368.7mm by CT. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report the rupture appeared to be a result of the valve displacing the focal calcium and transecting the aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.